Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 4.00mm x 32mm synergy¿ drug-eluting stent, as the physician removed the protector hoop, the stent came off. The procedure was completed with another 4.00mm x 32mm synergy¿ drug-eluting stent. No patient complications were reported.